Event description:
It was reported that the patient had an unrelated high-impact fall. The patient presented for a follow-up in clinic. Upon a chest x-ray, it was observed that the right atrial (ra) lead was dislodged due to the fall. The ra lead was explanted and replaced. The patient was discharged.